Event description:
On 02/23/1998 following a rotoblator and stent procedure, an angio-seal device was placed in a pt's right groin. The next day (02/24/1998) an ankle/brachial index test showed a patent and pulsitile right common femoral artery and superficial femoral artery with no evidence of pseudoaneurysm. On 02/27/1998 the pt underwent duplex imaging of the lower extremities. It was the physician's impression that the scanning showed the common femoral and superficial femoral artery to be chronically occluded with reduced flow. On or around the date of 03/01/1998, the pt returned with an infection of the right groin and was treated with antibiotics on an outpatient basis (cultures and/or medications unk). On 03/13/1998 the site informed the MFR that the pt had been referred to a vascular surgeon for worsening symptoms of caludication. Treatment initiated or performed for the occlusion have not been reported to the MFR. As of 03/30/1998 there have been no further reports of complication or pt sequelae made to the MFR.